Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they were lying down and recharging their implantable neurostimulator (ins) last week when all of a sudden they received a shock. The shocking was felt in the right arm which was the target area for the stimulation. The stimulation was on at the time and the patient turned it off and the shocking stopped. The patient turned the stimulation on later that same day and "tapped gently" around the site where the lead was (by the nerve) and experienced intermittent shocking, some that was really strong. They turned the stimulation off and had not turned it back on since. There had been no shocking since the stimulation had been off but they had a return of their pain. The patient stated that they fall occasionally and the last time they fell was about 8 months ago where their right arm hit the driveway. Additional information received from the patient reported that they had the same issues as above and it was an ongoing issue. They confirmed that they were experiencing pain because the ins was off. When the patient contacted the healthcare professional (hcp), they were redirected to the manufacturer. The indication for use for the implanted device was noted as peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.